Manufacturer narrative:
The lot number for the device was provided; therefore, a lot history review is currently being performed. The device was returned to the manufacturer for evaluation. Fracture was identified in the returned device. The definitive root cause is unknown. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the 12 french navarre universal drainage catheters with nitinol products that are cleared in the us. The pro code for the 12 french navarre universal drainage catheters with nitinol products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model nnu12lpt drainage catheter allegedly experienced break and fracture. This information was received from one source. One patient was provided with no patient consequences. Age, weight, and sex wee not provided.